Event description:
The customer reported that a pb7200 ventilator shut down while connected to a devicelink concentrator, and a second such ventilator also shut down after it was connected to the concentrator to replace the first ventilator.